Event description:
It was reported that during a urological procedure, the jaws of the lcsc5 would not close properly and would not coadulate smoothly. The case was completed with a like device with no pt consequence.